Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that post-implant, the atrial thresholds increased significantly and the patient complained of pain under/around the sternum. Fluid was also detected. Within a few days, the symptoms were gone and the threshold had decreased to normal range. The physician decided to not revise the lead and it remains in use. No patient complications have been reported as a result of this event.